Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient was having operational questions in dwell 6/6. The heater bag was more than half way full and the cycler had already transferred the solution from the bag connected to the last green line. The patient contact inquired if this is normal during the last dwell phase. The last bag of 2l is a medicated bag and it is connected to the last green line. The patient was using a medicated bag due to an infection. The cycler was reported to be working properly. The patient was able to complete treatment. No further information has been made available at this time.